Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump and reverted to insulin pens for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Event captured in mfg report #3013756811-2024-202431.